Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: cmrm6133eu absorbable envelope, implanted: (B)(6) 2016, dtmb2d4 ICD, implanted: (B)(6) 2016; 4592-53 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert on the right ventricular lead for high impedance and noise. The lead had a confirmed fracture and was explanted and replaced. A chest x-ray the day after the procedure, showed a slight bilateral pleural effusion. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.